Event description:
Manufacturer's representative reported the pump was explanted and returned to the manufacturer for analysis after an implant duration of approximately 12.7 months due to a pump motor stall that was accompanied by a critical alarm, and the patient reported experiencing increased pain. The pump was programmed to infuse morphine 1mg/ml @ 0.5mg/day, bupivicaine 20mg/ml @ 10mg/day, and clonidine 0.0675mg/ml @ 0.03375mg/day. The pump programming also confirms a motor stall occurred on 11.22.2006. A follow up report will be sent when the analysis results are complete or additional information is received.

Manufacturer narrative:
Analysis results unavailable at the time of this report, a follow up report will be sent when the analysis results are available.